Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 372 mg/dl but the blood glucose was 116 mg/dl. In the alarm history there was a sensor error alter present. The customer calibrates twice per day, when their blood glucose is stable. At the time of the phone call the customer's blood glucose was 116 mg/dl. Nothing further was reported.